Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and transfusion ("blood transfusion"). The patient was treated with surgery (essure removal date: (B)(6) 2017 and oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and transfusion outcome was unknown. The reporter considered medical device removal and transfusion to be related to essure. The reporter commented: date of other essure related surgery (unspecified): (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-nov-2020: pif received: case became valid and serious incident. Previously reported event "injury to herself" updated to "medical device removal". Event blood transfusion added. Reporter, essure removal date and action taken with drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and surgery ('essure related surgery (unspecified)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine prolapse, excessive menstruation, menstrual migraine and menorrhagia. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 6 years 11 months after insertion of essure. On (B)(6) 2017, the patient underwent surgery (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent transfusion ("blood transfusion"). The patient was treated with surgery (essure removal date: (B)(6) 2017 and oophorectomy and essure related surgery). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, surgery and transfusion outcome was unknown. The reporter considered medical device removal, surgery and transfusion to be related to essure. The reporter commented: date of other essure related surgery (unspecified) : (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter's information added.medical history were added.fu received.no new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and surgery ('essure related surgery (unspecified)') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required), 6 years 11 months after insertion of essure. On (B)(6) 2017, the patient underwent surgery (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent transfusion ("blood transfusion"). The patient was treated with surgery (essure removal date: (B)(6) 2017 and oophorectomy and essure related surgery). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, surgery and transfusion outcome was unknown. The reporter considered medical device removal, surgery and transfusion to be related to essure. The reporter commented: date of other essure related surgery (unspecified) : (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2020: quality-safety evaluation of ptc. New event added: essure related surgery (unspecified) from previous version dated (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.